Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that patient with implantable cardioverter defibrillator (ICD) and implantable defibrillation lead received two shocks for atrial fibrillation (af). The shock impedance measurement was greater than 125 ohms for both shocks. It was also noted this device had extended charge times, however the charge times remained within the extended charge time limit. An invasive procedure was performed. This device was successfully explanted and the lead was surgically abandoned. A new system was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.